Event description:
It was reported the patient thought the implantable neurostimulator (ins) was not working. The patient used the patient programmer to check the ins and they got a poor communication screen. New batteries had recently been put in the programmer and the issue started the day of this report. The patient had recently taken their medication. After troubleshooting, the patient was able to sync with the ins and it showed on and okay. The patient was going to follow up with their healthcare professional because they were not up to going out and had not felt comfortable in their own skin. The patient further stated that it was not a really strong feeling, but they had been feeling that way for over a week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-05031.

Event description:
Additional information received reported that the device and therapy were working fine and it was in continuous mode. The cause of the event was determined to not be device related. The patient had a urinary tract infection (uti) that caused worsened parkinson¿s symptoms. She was able to recharge normally and was receiving effective therapy. She recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: 2012-(B)(6), product type: implantable neurostimulator. Product ID: 3389s-40, lot# v129480, implanted: 2008-(B)(6), product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389-40, lot# j0519679v, implanted: 2008-(B)(6), product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. (B)(4).